Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited image noise and no image display due to a broken imaging cable and damage to the circuit board in the video connector, wear on the electrical contacts of the video connector, and damage to the imaging unit. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a broken wire in the image sensor unit in the curved part. The inspection method for this issue is described in "chapter 3, preparation and inspection, section 8, inspection of functions combined with related devices" in the instruction manual (operation). Olympus will continue to monitor field performance for this device.